Event description:
Update: (B)(4) 2014 - medical records received. Dob provided. The information received does not change the MDR decision.

Event description:
Patient was revised due to the recall. It was reported that the patient had no symptoms. **update** 02/12/2013 - litigation papers received on (B)(4) 2012 allege patient suffered debilitating physical pain and mental suffering; was required to undergo additional hip surgeries, suffered emotional distress, anxiety, depression and disability; excessive chromiun and cobalt levels. MDR decision changed to yes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.